Event description:
I had a prolift posterior mesh surgically put in in 2005. It eroded through the skin of my vagina and wrinkled, causing constant discharge and severe pain with sexual intercourse. It also cut my husband when we had sex. I had to have it surgically removed a year later. I had to stay several days in the hospital, and much pain, and a long recovery, lasting over 6 weeks. Dates of use: 2005 - 2007. Diagnosis or reason for use: pelvic support. Event abated after use stopped or dose reduced? Yes. Event reappeared afer reintroduction? No.